Event description:
The screw cap of the monarch polyaxial screw was slightly raised from the screw head. According to the complainant, when the screw was locked down using the typhoon cap, the rod would lock the tulip but the tulip would not lock down to the screw. The rod then moved slightly. The surgeon decided to leave the implants and complete the surgery. 6 months post-op, the screw had to be removed due to pt pain.